Manufacturer narrative:
A customer from outside the united states reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing when using tnih lot 108. Assay quality control (qc) was within expected ranges at the time, and review of instrument data showed no evidence of aspiration or dispense anomalies associated with the discordant result. Siemens is investigating.

Event description:
The customer observed an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing when using tnih lot 108. An initial elevated atellica im tnih result was obtained for the affected patient. This result was questioned by the physician and the sample was re-tested, producing a much lower result. Two new samples from this patient were also tested, and both produced low results in agreement with the re-test of the initial sample. There are no reports of any adverse patient consequences.

Manufacturer narrative:
A customer from outside the united states observed an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing. MDR 1219913-2025-00029 was initially submitted on 31-jan-2025. Update, 18-feb-2025: siemens has concluded investigation. Repeat testing using the same instrument produced reproducibly lower results, and no issues were identified for any other samples. Additionally, quality control (qc) results were within expected ranges, indicating that reagent issues are not a likely cause. Return of the patient sample for further investigation is not warranted as the elevated result was not reproducible. Review of instrument data showed no evidence of any aspiration or dispense issues affecting either the sample or the reagents for the discordant test. Follow-up service actions for the instrument¿s fluidics system were recommended, but none of the observations were identified as a likely cause for the erroneous result. Based on the available information, a specific cause for the discordant result could not be determined. The customer is operational, reporting no further issues, and the reported issue was resolved by conventional troubleshooting actions. No systemic product issue was identified. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated.